Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed de novo lesion being treated was located in the moderately tortuous, moderately calcified mid left anterior descending (lad) artery. When attempting to ivus, the physician was unable to cross the lesion with an atlantis sr pro². The lesion was predilated with a 2.75x15mm apex. The ivus catheter was able to cross the lesion. The physician attempted to place the 3.00x24mm taxus liberte stent, but was unable to cross the lesion. Upon removal, stent damage was identified. The procedure was completed with an unknown bare metal stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. The struts on rows 1 to 3 were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)